Manufacturer narrative:
(B)(4). Product not returned for evaluation.

Event description:
Customer complains of hi results. Customer's nurse called on the customer's behalf stating their meter is reading hi, the nurse wanted to know what hi meant. I advised customer hi means that the glucose levels are above 600mg/dl. I asked how the customer was feeling; the nurse stated "he is in hospice dying." I referred the customer to page 4 to 6 in the true2go owner's manual and advised to not perform a capillary blood glucose test on critically ill patients. I offered several times to replace the product the customer declined any replacements or any personal information regarding the customer or their products due to hippa laws. I advised customer of our warranty and if at any time they change their mind about the replacement to contact us.